Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damaged motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and is no longer functional. Customer stated that the insulin pump was on, however the display was blank. It was noted that the customer fell into a waterfall with the insulin pump on him and now the insulin pump has condensation inside the screen. Hairline cracks were also noted in the reservoir compartment. Customer's blood glucose levels are unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.